Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, the blade would only work for a couple of strips of tissue and was working intermittently. Then it would not come out of the trocar or rotate. A second device was used to continue the procedure with no adverse pt consequences.

Manufacturer narrative:
Blade seized/stopped- conclusion codes: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-01105. The same pt is represented in each medwatch.